Event description:
Event description this pacemaker, which was included within a subset of devices affected by a recent physician notification regarding a hermetic sealing component in the device header, was returned to guidant for analysis beginning of april. Initially, there was no complaint against the device functionality. Guidant subsequently learned, however, that during a follow-up eri had been observed and that pg replacement had been scheduled. The next day, the patient presented to the emergency room for a symptomatic bradycardia. The pg was replaced uneventfully.